Event description:
It was reported that this device delivered 6 inappropriate shocks and 8 rounds of inappropriate anti-tachycardia pacing (atp) due to an episode of atrial arrythmia, the therapy was exhausted. Device reprograming was suggested. No additional adverse patient effects were reported.